Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. Drift.

Event description:
The head motor sounds like it is stripped. The motor will drift down once pressure is applied.